Event description:
It was reported that the patient received the end of battery life (eol) and elective replacement indicator (eri) messages from the implantable pulse generator (ipg) of the spinal cord stimulator (scs) system. The patient experienced a decrease in their stimulation therapy, and underwent a procedure in which the device was replaced and the patient is doing well post operatively.

Manufacturer narrative:
The device was returned and analyzed, multiple attempts to establish communication with a functional remote control (rc) or clinician programmer (cp) were unsuccessful. Upon opening the ipg, the internal battery cell measured 1.19 vdc, which is below the threshold required for the ipg to be detectable. An external power supply was then used to power the ipg, at which point it became detectable by the rc. This confirmed that the ipg was in the end of service (eos) state. Analysis of the data log indicated that the ipg reached its eos after 1 month and 20.5 days post-initial programming. The average energy use index (eui) recorded was 8.4, which corresponds to an estimated theoretical battery lifespan of 3 years, 6 months, and 26.6 days. The ipg did not achieve its expected lifetime. Further analysis confirmed that this issue was caused by an internal short circuit in the battery, which occurred from the cathode to the middle anode through two slit holes in the cathode bag. A labeling review was performed on the devices' instructions for use, IFU. There was no evidence that the device was used in a manner inconsistent with the labeled indications. Based on all available information, engineers are able to confirm the root cause of the event. The device was returned and analyzed, as such physical analysis was conducted, record review revealed no additional information related to the complaint. Therefore, this investigation is able to determine a probable root cause for the complaint and the conclusion is cause traced to component failure.

Event description:
It was reported that the patient received the end of battery life (eol) and elective replacement indicator (eri) messages from the implantable pulse generator (ipg) of the spinal cord stimulator (scs) system. The patient experienced a decrease in their stimulation therapy, and underwent a procedure in which the device was replaced and the patient is doing well post operatively.

Event description:
It was reported that the patient received the end of battery life (eol) and elective replacement indicator (eri) messages from the implantable pulse generator (ipg) of the spinal cord stimulator (scs) system. The patient experienced a decrease in their stimulation therapy, and underwent a procedure in which the device was replaced and the patient is doing well post operatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.